Manufacturer narrative:
Customer technical support (cts) assisted the customer with troubleshooting and had customer lift the canopy. Customer saw liquid similar to water near the sample carousel in front area. The cts had customer clean the puddle, prime, and observe the instrument; no leaking was observed. A field service engineer (fse) was dispatched for this event. The fse cleaned the cap piercer valve and ensured none of the fittings were clogged. The fse also flushed the waste line and primed the instrument several times with no flooding.

Manufacturer narrative:
Customer technical support (cts) assisted the customer with troubleshooting and had customer lift the canopy. Customer saw liquid similar to water near the sample carousel in front area. The cts had customer clean the puddle, prime, and observe the instrument; no leaking was observed. A field service engineer (fse) was dispatched for this event. The fse cleaned the cap piercer valve and ensured none of the fittings were clogged. The fse also flushed the waste line and primed the instrument several times with no flooding. This follow up is submitted to correct the typo observed in the original report. The patient identifier (section a1) should have been (B)(4). This section has been corrected.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the racks were wet as they were off loaded from the unicel dxc 660i synchron access clinical system. Operator exposure was not reported for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the racks were wet as they were off loaded from the unicel dxc 660i synchron access clinical system.operator exposure was not reported for this event.